Event description:
It was reported that the tip of the instrument was broken and would not work properly during use. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event.